Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the power plug lid was broken, the latch tabs on the power cord bay were broken and the bay was replaced to resolve. Analysis further noted that the stylus cable had one small pinch but remained functional, the cooling fan was noisy, the universal serial bus (usb) port on the media processing unit (mpu) was loose and this was attributed to a broken solder from the usb to the mpu and that the programmer failed a voltage functional test. All found defective parts were replaced and additionally both the stylus and the link electronic module were calibrated. The programmer passed final functional and systems tests and no other anomalies were found. Concomitant medical product: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer's power plug lid was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.